Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was capped and replaced because pacing was not being delivered when required and there was oversensing.

Manufacturer narrative:
We were notified that this capped lead was explanted on (B)(6)2021. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.